Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2022. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.